Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. Patient's blood glucose at time of incident was 54 mg/dl. The customer's blood glucose was 113mg/dl at the time of call. The customer stated that they treated low blood glucose with food. The customer stated that the insulin pump had accurate programming. The insulin pump will not be returned for analysis.